Event description:
A customer reported that the gauss alarm (both audible and visual) was not functioning on the aestiva MRI device. There was no report of pt involvement. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.